Event description:
It was reported that following implant the patient complained of shortness of breath and pleuritic chest pain. Device interrogation revealed normal function. Echocardiogram revealed a very small circumferential pericardial effusion. No intervention was performed. The patient remained hospitalized overnight. Repeat echocardiogram in the morning revealed a trivial circumferential pericardial effusion. The patient denied any chest pain and shortness of breath. The patient was discharged home. The event is classified as procedure related and is now resolved. The leads remain in use. The patient is a participant in the (B)(6) trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.